Event description:
It was reported that after a tibial nail procedure, cortex screws pulled out. The original implant surgery was performed on (B)(6) 2013. Implanted parts included a 4.5mm lc-dcp plate, part 224.58, and five 4.5mm cortex screws. X-rays performed on an unknown date revealed the screws were backing out. Implant surgeon then requested new locking plates and screws as well as external fixator for a revision. The revision surgery was performed on (B)(6) 2013 without incident. This report is for one 4.5mm cortex screw self-tapping 22mm. This report is 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.